Event description:
Boston scientific received information that the patient with this pacemaker system reported there was a problem with the device and the physician wanted to have a remote monitoring transmission sent in. Boston scientific latitude services assisted the patient with completing the transmission and was then referred to the physician for result details. No adverse patient effects were reported. No further information was available from the field.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.